Event description:
The customer reported that the system displayed a communication failure error message. This error may result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.